Event description:
It was reported that this patient had a history of inappropriate shocks and had presented to the emergency room due to the most recent episode. A review of the device data identified some oversensing and noise resulting in the inappropriate therapy. A boston scientific technical services consultant documented and discussed the reported clinical observations. Device reprogramming was performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.